Manufacturer narrative:
The device(s) were returned for evaluation where the abrader(s) were evaluated for ¿dull¿ and ¿shedding.¿ the devices were inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blades rotated freely within the outer blades, no friction was felt in the unloaded condition. Neither blade was dull. A review of the device history records was performed which confirmed no inconsistencies and a complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that while using a 5.5mm abrader, 180mm disposable to perform a hip arthroscopy, the device(s) would not cut, had dull burrs and shed metal shavings. There was no procedural delay reported and no patient injuries or complications noted.